Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level (value not provided), cause was unknown. Customer called an ambulance and consumed carbohydrates to address bg. No additional information was provided by the customer. Multiple contact attempts were made by tandem technical support to obtain additional information, however, no response was received from the customer.